Event description:
I have had an eye infection that won't clear up. My eyes itch and burn. I have not been able to wear my contacts for almost 30 days. My vision is blurry at times and my eyes water in the sunlight. Event did not abate after use stopped.